Event description:
When the package of the 10 x 40mm precise pro rx was opened and the unit was removed from the sterile pouch, the distal tip of the inner shaft was confirmed to be frayed. The physician did not use the precise pro rx and a new precise pro rx (same size) was used to successfully complete the procedure. The product will not be returned for analysis because it was discarded at the hospital.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: when the package of the 10 x 40mm precise pro rx was opened and the unit was removed from the sterile pouch, the distal tip of the inner shaft was confirmed to be frayed. The physician did not use the precise pro rx and a new precise pro rx (same size) was used instead and the procedure was completed successfully. The product was not clinically used in the patient and will not be returned for analysis because it was discarded at the hospital. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15597716 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the event.